Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly while attempting a bolus. It was reported that buttons were not responding. Customer also received a button error alarm. Customer's blood glucose was 69 mg/dl due to over delivering. Customer treated low blood glucose with food. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump had no act or up arrow button response due to corroded keypad traces. No button error alarm was noted during tesitng. No blank display or display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.